Manufacturer narrative:
The cause of the non-reproducible advia centaur cp tni ultra results is unknown. Quality control results were acceptable. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed three samples with non-reproducible results with the advia centaur cp troponin ultra (tni ultra) assay. The results were falsely elevated when compared to repeat testing on the advia centaur cp and the advia centaur. There are no reports that treatment was altered or prescribed based on the elevated advia centaur tni ultra results. There are no reports of adverse health consequences based on the discordant results.

Manufacturer narrative:
MDR 1219913-2014-00197 was filed on 07/15/2014 regarding three samples with non-reproducible results with the advia centaur cp troponin ultra (tni ultra ) assay. November 7, 2014 - additional information. The customer has increased the centrifugation time of the samples from 10 to 15 minutes which is the recommended centrifugation time of the sample tube manufacturer. The customer reports no additional incidents since increasing the centrifugation time.